Event description:
User received discrepant results for multiple assays for two days. Specific number of patient samples impacted was not provided. One example that occurred in 2008 was provided. Initial total protein result was 3.4 g/dl, repeat result was 7.3 g/dl twice. Initial result was not reported. The field service representative determined the cause to be a misadjusted rinse station wash and cuvette rinse. He adjusted the rinse station and cuvette rinse levels. Performance tests were performed which were within specification.